Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet (B)(4) for evaluation. The sample was cleaned and disinfected prior to performing tightness (leak) testing. The blood side was filled with water. An ablation of the polyurethane was observed. The ends of the gas fibers are embedded in polyurethane. A leak was identified in the polyurethane adhesion. The reason for the ablation of the polyurethane is unknown. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), quadrox-ID (lot number 70056657) leaked at the gas outlet port. (B)(4).